Event description:
The customer reported via the distributor that the pt was required to undergo a revision procedure. The surgeon reported that the pt was complaining of pain while x-rays appeared to show no obvious causes of this. The surgeon added that he believes there was no bony ingrowth and so there may have been some micro-motion causing pain. The surgeon revised the pt to a cemented exeter stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.